Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gaia second guide wire was returned for evaluation. The outer coil of the returned gaia second guide wire was found elongated for approximately 135mm from the mid solder (set at 45mm proximal to the wire tip). The inner coil and the core wire were found fractured at approximately 44mm distal to the mid solder. Microscopic observation of the proximal fracture end found that the inner coil and the core wire were both fastened and fractured. The distal end of the outer coil was found with a ball tip, indicating that the outer coil was not fractured. The outer coil was found bent at approximately 17mm from the wire tip and elongated from approximately 20mm from the wire tip. When the outer coil was removed to observe the fracture end of the distal side, the inner coil and the core wire were both fastened and fractured at approximately 1mm from the wire tip. Evaluation of the returned gaia second guide wire revealed that the outer coil was not fractured. Measurement of the returned gaia second guide wire indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally accumulated on the distal segment of the guide wire while the distal segment of the subject gaia second guide wire had been caught by the cto. Consequently, the inner coil and the core wire were fractured. As further tension was applied during withdrawal, the outer coil was remarkably elongated. Although it was concluded that this event was not attributed to product quality, it was concluded that wire fragment could be left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse events] 1. Malfunctions: breakage of the guide wire. Damage such as separation.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified chronic total occlusion (cto) in the distal right coronary artery (rca). An asahi gaia second guide wire was used with a mamba flex (boston scientific) microcatheter, but the two devices got stuck to each other. When removed ex situ, the gaia second guide wire was found fractured while its distal segment was intact and not detached. It was informed that there was no health hazards caused to the patient due to the reported event.